Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited noise and an increase in pacing thresholds on the right ventricular (rv) lead. This device and the existing rv lead were explanted and replaced. No additional adverse patient effects were reported.